Event description:
It was reported that 3 as lvp 20d low sorb 2 ss 0.2m cv experienced leakage. The following information was provided by the initial reporter: material #: 11532269-04 , batch/ lot #: unknown. Leaking filter, 3 saved items all have lipid bags still connected to IV set.

Manufacturer narrative:
Investigation summary: two used primary sets, model 11532269-04, was received by the customer for investigation. Upon visual inspection, it could be observed that both set's filters had disconnected from the tubing. One set had the top tubing portion separate from the filter while the other set had the bottom tubing component separate from the filter. No other defects were observed. The customer's complaint that the filter was leaking was verified. A device history record review could not be performed on model 11532269-04 because no lot number was provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 as lvp 20d low sorb 2 ss 0.2m cv experienced leakage. The following information was provided by the initial reporter: material #: 11532269-04, batch/ lot #: unknown, leaking filter, 3 saved items all have lipid bags still connected to IV set.